Event description:
Customer reported that the ratchet wrench is not engaging. They mentioned that they were able to complete the surgery but the doctor had a hard time using the tool.

Manufacturer narrative:
The event that was initially submitted on report MFR-0001038806-2017-00493 on (B)(6), 2017 no longer meets the criteria of a malfunction that would cause or contribute to a death or serious injury if were to recur based on additional information received from the investigation of the device item. So this would no longer be a reportable event and no further submission will be needed for this device malfunction where a death and or serious injury was not reported associated with this event. Retaining square ratchet (rsr) was returned. Visual inspection of the as received product identified general signs of wear due to usage around the square heads and the handle. The ratchet wrench successfully engaged to a hex driver and functioned as intended during inspection. There was no evidence of any damage or malfunction. Appropriate documentation was reviewed and the following information was identified: ¿ tapered screw-vent® implant system ¿ (5161, rev. 3/12). Inserting and orienting the implant gently seat the implant into the osteotomy. The tapered implants will seat into the osteotomy as described on the previous page. Thread the implant into the prepared site using the gemlock retaining square ratchet [rsr] attached to the fixture mount or by utilizing an alternative method as described above. A root cause cannot be determined.